Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the cannulas clogged, nothing will flow through them. No information provided on surgery completion. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) shows the suspect product. The manufacturer's evaluation of the returned samples confirms the customer's event: five black hub cannulas in five pouches from the lot and one was in another pouch from the lot were returned and visually inspected. Two samples from the lots were in the cases with round edge on both sides; another two were in cases, and one was bent without a case. The cannula from the lot was not returned with case. The appearance of the returned cannula's was different from the lab stock, which is a gray hub with a longer bent tip. Resistance occurred in four cannulas (including the lot) when pressurizing air into the returned unsuspected cannula's using a lab stock twenty milli liter syringe. The bent tip and another cannulas from the lot passed occlusion test. Sink and flash was observed on the hub of two cannulas from the lot. The cavity of one cannula was ninety. No cavity was printed on the other cannula. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Action has taken to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.